Manufacturer narrative:
As reported, the black cannula split and the sealant was exposed during deployment of the 5f mynxgrip vascular closure device (vcd). There were no reported patient injuries. The sealant never entered the patient body and the user had to hold manual pressure. The device was stored, handled and prepped per the instructions for use (IFU). The device was stored in the cath lab for one month. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral procedure. The procedure used a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sealant became dislodged. The patient was not hospitalized. Manual compression for twenty-five minutes was used to complete the procedure. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedure sheath was on the catheter, fully pulled back, and a portion of the sealant was observed to have remained in the manufactured position as received. It was noted that the sealant was soaked to blood, scrambled in pieces, protruding out from the outer cartridge tubing side slit. The advancer tube was not returned with the device. The procedure sheath, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Visual inspection of the sealant at high magnification showed that a portion of the returned sealant was stuck on the inner of the outer cartridge tubing, soaked in blood, scrambled in pieces, protruding out from the outer cartridge tubing side slit as received. The outer shuttle cartridge was inspected for anomalies that may have contributed to the reported complaint. No anomalies were observed. A product history record (phr) review of lot f1909102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment unable¿ was confirmed through analysis of the returned device. However, the root cause of the reported failure could not be conclusively determined during analysis without return of the complete device. Based on the information available for review and the analysis of the returned device, procedural/handling factors during deployment of the sealant (such as premature swelling) may have contributed to the damages noted to the sealant on the returned device, and the reported failure. Additionally, it should be noted that the mynxgrip device is manufactured with a slit at the distal end of the outer cartridge tubing. The sealant is placed right under the slit, which is covered with a sealant sleeve to protect the sealant from exposing prematurely. If the outer sleeve is removed/displaced during the procedure, the split and/or sealant will be exposed. According to the instructions for use, which is not intended as a mitigation, detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the black cannula split and the sealant was exposed during deployment of the mynx grip vascular closure device (vcd). There were no reported patient injuries. The sealant never entered the patient body and the user had to hold manual pressure. The device was stored, handled and prepped per the instructions for use (IFU). The device was stored in the cath lab for one month. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral procedure. The procedure used a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The sealant became dislodged the patient was not hospitalized. Manual compression for twenty-five minutes was used to complete the procedure.